Event description:
It was reported that there was a noise found in the recorded electrogram on the right atrial lead. Because there was no change in lead impedance, it was difficult to identify the cause. Programming was changed from ddi to vvi and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.